Manufacturer narrative:
Device failure is suspected, however, it is unclear if it caused or contributed to a series injury.

Event description:
It was reported that the pt was in surgery for a generator replacement due to eos. During the procedure high impedance was observed. Troubleshooting steps were taken including re-inserting the connector pin, and performing generator diagnostics tests. Still the high impedance was observed. At that time, the pt's generator was replaced however the lead was not. The pt remained programmed off, and lead revision at a later date is likely. It was also indicated in clinic notes that the pt was experiencing an increase in seizures. It is unclear at this time, if the seizures are related to the high impedance, generator eos, or reported lack of sleep. Attempts for additional info have been unsuccessful to date.